Event description:
It was reported that the pump touch screen was cracked. Reportedly, the screen became black making pump unreadable. Customer's blood glucose was 220 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.